Manufacturer narrative:
Additional info received on 07/19/2011 is considered to be significant.

Event description:
Upon medical review of the info received on (B)(6) 2011, this report has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case was reported on (B)(6) 2011 (processed together) by a dermatologist - local reference (B)(4). A ptc (product technical complaint) has been initiated for this report: global ptc #(B)(4). This case involves a (B)(6) female pt who was injected with poly-l-lactic acid (sculptra) for cosmetic purposes on (B)(6) 2009 and (B)(6) 2010. Poly-l-lactic acid was injected into the following locations: 1 ml into the nasolabial folds, 2 ml into the marionette lines, 2 ml into the temples, 3 ml into the cheek lines, 1 ml into the neck and an unspecified amount into the labiomental crease. Poly-l-lactic acid was reconstituted with 8 ml of sterile water and 1 ml of lidocaine 1%. Local anesthetic included topical emla (lidocaine + prilocaine). Injection performed in (B)(6) 2011 was reconstituted with an unspecified amount of sterile water and injected into the marionette lines and lower face. On (B)(6) 2011, 1.5 years after the first injections and two months after the last injections, this pt developed numerous tender nodules on the skin of the whole face. There is a total of 25 nodules and some are visible. They are present at all injection sites and are 5 mm or greater in size. There are signs of inflammation (red, hot, swelling) in all the lesions. There is no evidence of a systemic process or evidence of permanent impairment of a body function/body structure. The nodules are expected not to be irreversible. No biopsy was performed. No surgical intervention was required. The pt was treated with oral antibiotics nos. Treatment was not required to preclude permanent impairment of a body function of damage to a body structure. The outcome of the event is the pt is recovering. Significant/relevant medical history includes graves-basedow disease. Pt has fitzpatrick skin type iii. Relevant concomitant medications were not reported. Action taken: unk. Corrective treatment: oral antibiotics nos. Outcome: recovering/resolving.